Event description:
This male patient with a history of hyperlipidemia, coronary artery disease, current smoker, prior right and left carotid endarterectomy, and hypertension was admitted for carotid angiographic evaluation. He had high-risk criteria for intervention, including previous cea with recurrent stenosis. Angiography revealed a 90% stenosis of the ostium of the right internal carotid artery. The lesion was concentric, circumferential, ulcerated, and severely calcified. An angioguard rx was advanced beyond the target site and the 5mm basket was successfully deployed. The target was pre-dilated. An 8.0 x 40mm precise rx stent was deployed in the target lesion without complication. The angioguard was successfully retrieved. Upon inspection, there was no debris noted in the filter basket. There were no reported procedural complications. The patient was discharged the following day on clopidogrel and aspirin. Approximately 7 months after the index procedure, the patient experienced stent thrombosis and underwent repeat stenting of the proximal right internal carotid and ostium of the right internal carotid artery. The investigator felt that the event was related to the index procedure and not to the cordis device.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.